Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process and keypad anomaly. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump was rewinding louder and the buttons of the insulin had be pressed harder to make them responsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.